Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the trial, the patient began feeling nauseous so the leads were pulled early. After the leads were pulled the patient began bleeding at the lead incision site. The patient then went to the emergency room with a pressure bandage applied to the incision site. The next day, (B)(6) 2020, the patient was admitted to the hospital due to an epidural hematoma, which was evacuated during surgical intervention on (B)(6) 2020. The nurse suspected that the patient was on blood thinners. Currently the patient is in a rehabilitation facility.